Event description:
Boston scientific received information that this right ventricular defibrillation lead (serial number not available) had fractured. This lead was implanted in a very young, athletic, muscular patient. A revision procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. The abandoned lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.